Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿leakage of fluid inside¿. The unit was triaged and the customer¿s reported condition was confirmed and the service technician found the unit did not alarm during start up. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017, the service tech found the unit did not alarm during start up. No patient involved.